Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic with no capture in the right ventricular lead. Dislodgement was seen after x-ray confirmation. The lead was re-positioned on (B)(6) 2019. The patient was stable.